Event description:
It was reported that a patient underwent an open, direct, right inguinal primary hernia repair procedure in 2008. Post-operatively, nine days later, it was found that the patient had developed an "infeccion herida quirugica." Intervention is indicated as "partial opening of the wound and cures". The patient was examined by the surgeon the following month, and it was noted that the patient had a superficial surgical site infection. The event is listed as resolved six days later.

Manufacturer narrative:
Date sent to the FDA: 04/15/2009. Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.